Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-09965. It was reported that the patient's leads had migrated. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the leads were explanted.